Event description:
The customer reported a leak of six (6) syringes which failed prematurely involving the au5800 clinical chemistry analyzer. The syringes failed to perform in accordance with the beckman coulter manufacturer's warranty of (B)(4) stroke count. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses and no exposure or injury was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter provided the customer with new syringes under the beckman coulter warranty replacement policy.

Manufacturer narrative:
Conclusion: beckman coulter provided new syringes for replacement. Beckman coulter internal identifier for this report is (B)(4).